Event description:
The neuromate stereotactic system, in conjunction with an MRI guided laser ablation system from a third-party medical device manufacturer, was used to perform a laser interstitial thermal therapy (litt) surgery on (B)(6) 2025. During the procedure, radial errors were observed, with one trajectory deviating by 3mm and another by 5mm. The neuromate stereotactic system trajectories had been verified by laser verification prior to the case, confirming accurate targeting on the staple. The standard workflow involves delivering the guide screw using the neuromate stereotactic system, followed by the insertion of the laser catheter under the guide screw as part of the MRI guided laser ablation system. Subsequent to the completion of the surgery on (B)(6) 2025, the surgeon reported that during the procedure, while the patient was under general anaesthesia and in the MRI, the patient experienced a haemorrhage, leading to the abortion of the surgery. The patient underwent a craniotomy to evacuate the haemorrhage. They are now in the ICU on a ventilator and are experiencing paralysis on the left side of their body due to the haemorrhage but can follow commands briskly on the right side. Their condition is currently stable. This report does not constitute an admission or a conclusion by the FDA, renishaw mayfield sarl, or its employees that the device, renishaw mayfield sarl, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. An investigation is needed to ascertain whether there is a direct connection between the incident and the neuromate stereotactic system.

Manufacturer narrative:
The robot was verified with multiple staples to confirm position accuracy of the robot. Device was within calibration specification. The robot delivers the external anchor bolt only into the scull, the rest of the procedure follows the visulase MRI-guided laser ablation system workflow. The final positioning of the device in the brain is related to this device not the robot. The clinician stated they believed the issue was related to the workflow not the robot.

Event description:
The neuromate stereotactic system, in conjunction with an MRI guided laser ablation system from a third-party medical device manufacturer, was used to perform a laser interstitial thermal therapy (litt) surgery on (B)(6) 2025. During the procedure, radial errors were observed, with one trajectory deviating by 3mm and another by 5mm. The neuromate stereotactic system trajectories had been verified by laser verification prior to the case, confirming accurate targeting on the staple. The standard workflow involves delivering the guide screw using the neuromate stereotactic system, followed by the insertion of the laser catheter under the guide screw as part of the MRI guided laser ablation system. Subsequent to the completion of the surgery on (B)(6) 2025, the surgeon reported that during the procedure, while the patient was under general anaesthesia and in the MRI, the patient experienced a haemorrhage, leading to the abortion of the surgery. The patient underwent a craniotomy to evacuate the haemorrhage. They are now in the ICU on a ventilator and are experiencing paralysis on the left side of their body due to the haemorrhage but can follow commands briskly on the right side. Their condition is currently stable. This report does not constitute an admission or a conclusion by the FDA, (B)(6), or its employees that the device, (B)(6), or its employee caused or contributed to the event described in the report.